Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Device evaluation found the unit was tested and passed all functional and image tests. A definitive root cause of the phenomenon cannot be conclusively identified as no issue was found during testing. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.

Event description:
It was reported that the subject device had image problem. The camera was not working, there was no image when viewed. This was observed during an unknown procedure. The procedure was completed using a similar device with no procedural delay. Per the customer, there were no known error codes associated with this event. There were no reports of patient harm.

Manufacturer narrative:
The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.